Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. The root cause of the device being in safety core as a result of the oscillator mismatch and power on reset (por), could not be determined in analysis. Both oscillator mismatch and/or the por could have caused the device to jump over to safety core. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reverted to safety core as a result of electrocautery. The local area sales representative stated that he thought all lead measurements were previously ok and there was no evidence of noise on the leads, but that all lead measurements would still be tested. This crt-d was planned for immediate changeout. There were no reported adverse patient symptoms beyond the need for surgical intervention.